Event description:
Had two fraxel treatments for melasma and general hyperpigmentation. After my second treatment, my skin has never been the same. My whole face is "bronzed." You can see the line that the laser made all around my eyes and edge of my face, like a makeup line. My skin looks aweful/old. Seems to keep getting worse and it has been about 6 months since my last treatment. I purchased a package of 4 treatments, but do not plan on using them.